Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. We were unable to perform the no delivery test due to prime anomaly. (B)(4).

Event description:
It was reported via phone call that the customer is having problems with the insulin pump. Customer stated that during the filling process, the insulin will go half ways through the tubing and then stop with a no delivery. Customer already has tried a different infusion set. The customer's blood glucose was 167mg/dl. Advised to insert received into pump and run manual prime, pump did alarm no delivery. Advised customer the insulin pump will be replaced.